Manufacturer narrative:
Patient age and weight are unknown. However, it was reported the patient is over 18 years. Device code 419 relates 1354 for the reported event of balloon leak. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum performed on (B)(6) 2011. According to the complaint, during the procedure, the balloon was advanced through the duodenal scope up to a previously placed wallflex duodenal stent. An attempt was made to dilate the stent to allow the endoscope to pass through; however the balloon started to leak. It was confirmed that there was no issue with the stent. Once the leak was noticed, the balloon was removed and the procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned device found no visible issues with the catheter. However, functional test revealed a hole in the balloon material. The investigation results are consistent with the event description. The reported defect of balloon leak was confirmed, as the balloon was found to have a hole in the balloon. This failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon was advanced through the duodenal scope up to a previously placed wallflex duodenal stent. An attempt was made to dilate the stent to allow the endoscope to pass through however the balloon started to leak. It was confirmed that there was no issue with the stent. Once the leak was noticed, the balloon was removed and the procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a cre balloon dilatation catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) in the duodenum performed on (B)(6), 2011. According to the complaint, during the procedure, the balloon was advanced through the duodenal scope up to a previously placed wallflex duodenal stent. An attempt was made to dilate the stent to allow the endoscope to pass through however the balloon started to leak. It was confirmed that there was no issue with the stent. Once the leak was noticed, the balloon was removed and the procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Expiration date: 31aug2014.